Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the suture broke. It was unknown how the procedure was completed. There were no adverse consequences for the patient. No additional information is available.